Event description:
It was reported that the pt was explanted of the concerned vibrant soundbridge on (B)(6) 2014, and that the pt reported to suffer from device unrelated mental health problems.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.